Event description:
It was reported to boston scientific that a cre wire guided dilatation balloon was used during an esophageal dilatation performed (B)(6), 2010 on a patient (B)(6). According to the complainant, during the procedure the balloon ruptured after being held for 2 minutes at 8atms of pressure, the highest of three labeled pressure ratings. It was confirmed that no pieces of the balloon detached. The procedure was completed with another cre wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be good.

Event description:
It was reported to boston scientific that a cre wire guided dilatation balloon was used during an esophageal dilatation performed (B)(6), 2010 on a patient (B)(6). According to the complainant, during the procedure the balloon ruptured after being held for 2 minutes at 8atms of pressure, the highest of three labeled pressure ratings. It was confirmed that no pieces of the balloon detached. The procedure was completed with another cre wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results. A review of the complaints database for lot 13065289 concluded there were no previous complaints reported for this lot and there were no adverse trends noted for this defect type. A visual examination of the returned complaint device found the balloon portion of the device to be torn longitudinally. There was no other damaged noted on the device. The condition of the returned device is consistent with the reported event that the balloon ruptured. The most probable root cause for this complaint has been assigned as operation context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. Sharp exterior sources).